Event description:
It was reported that the patient presented in clinic to have their right ventricular (rv) lead revised due to over-sensing noise which led to pacing inhibition. The patient was asymptomatic. The rv lead was capped, and a new rv lead was successfully implanted on (B)(6) 2024. Additionally, the pacemaker (pm) was also prophylactically replaced due to being on the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. The patient was stable throughout the procedure.

Manufacturer narrative:
The device was returned due to advisory with no allegation of a malfunction. Visual inspection of the device and header attachment area did not find any anomalies. The device was tested on the bench and using automated testing equipment, and no anomalies were found.